Manufacturer narrative:
Unit was received with intermittent up button response due to corroded up keypad trace. No button error alarm noted during testing. All operating currents are normal and battery was inserted several times and function properly. No unexpected low battery, off no power or battery out of limit alarm noted during testing. Unit function properly during prime/a33, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.